Event description:
Customer reported images missing from system after a couple of weeks. No pt injury.

Manufacturer narrative:
The service rep installed harddrive, reloaded software, and flashed nodes. Checked voltages, reseated connectors on cpu pcb, used esd mat for service call. Completed several images, verified system operates as intended.